Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. Despite being unable to reload the original cartridge, the customer successfully loaded a new cartridge with assistance and was able to resume insulin therapy. The issue was resolved.